Event description:
The customer reported getting multiple motor error alarms. The customer also stated that the insulin pump was exposed to an MRI scan. The customer inspected the drive support cap, and stated it was loose and protruding. Advised the customer that the insulin pump needs to be replaced, but the customer did not want another insulin pump. Advised the customer not to use the insulin pump, and revert to a back up plan since she did not want to receive a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.